Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient alleged blood glucose results of ¿550 and 700 mg/dl¿ with the subject meter. However, per the owner¿s booklet, the subject meter¿s technical specification indicates the reported result range is between ¿20 to 600 mg/dl .¿ the patient manages her diabetes with insulin (type/ amount not specified). The patient reportedly continued to administer her usual dose of medications. After the start of the alleged issue, the patient claimed she felt a symptom of sweating. The patient reportedly visited the emergency room (ER) and was administered insulin (type/ amount not specified) as treatment. The patient obtained a blood glucose result of ¿750 mg/dl¿ with the ER/ hospital meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Although, the patient was treated by a health care professional (hcp), there is no indication that the reported issue caused or contributed to the serious injury. The patient¿s reported symptom and treatment correlated with the alleged results obtained with the subject meter. However, this complaint is being reported since the patient alleged the subject meter displayed a result of ¿700 mg/dl¿ which is above the technical specifications per the owner¿s booklet.